Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with an unspecified mentor saline breast implant and experienced capsular contracture baker grade unknown on the left side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 13, 2022, additional information was received indicating the patient experienced additional symptoms including pain, migraines, headaches, lymphadenopathy, heart palpations, tinnitus, breast implant illness, unspecified symptoms of sickness, fatigue, low energy, cognitive issues, brain fog, insomnia, sleep issues, depression, anxiety, inflammation. Unspecified symptoms of fibromyalgia, hormone issues, low libido, rashes, skin itching, allergies, chronic nasal drainage, muscle weakness, joint weakness, hair loss, dry skin, a decline of vision, weight issues, throat clearing, and cough. This report is for the left breast prosthesis. H6. Health effect - clinical code e2402: generalized illness, manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, additional information was received indicating the devices are saline mentor smooth round moderate profile 325cc breast implants, lot number 263871. The date of explantation was identified as (B)(6) 2022. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On oct 31, 2022, additional information was received indicating the patient also experienced spinal stenosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 23 2022, additional information was received indicating the patient's date of birth is (B)(6) 1974. On may 31 2022, additional information was received indicating the patient's age at the time of event was 31 years old. The date of event was identified as (B)(6) 2005. The patient's race was identified as caucasian. The baker grade was identified as grade iii. Manufacturer¿s reference number: (B)(4).